Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states she had ins replaced in may because the ins completely flipped and she couldn¿t charge. Pt sates she doesn¿t know exactly when the ins flipped. Pt states they did an xray and a manufacturer representative was there and they decided to have the ins replaced. Additional information was received from the manufacturer representative that the implant was flipped at an appointment in (B)(6) 2020. The patient was not able to communicate with the device so they were referred to a surgeon, but nothing was planned at that time. It was noted that the location of the implant was in the latissimus dorsi region and it laid in such a way that it was not flat against the patient¿s back. The patient¿s anatomy caused the region of the implant to not be flush against the rest of the back and was in a flesh fold so that a corner of the implant was poking into the patient¿s rib, but the implant was not perpendicular either. Weight gain was noted to be a potential contributing factor. It was noted that multiple attempts were made to try to connect to the implant and the physician tried moving the position of the implant but the patient¿s anatomy was not allowing that to happen. It was clarified that the rep at the replacement was not made aware of a device issue that led to the replacement, only that it was going to be replaced and repositioned (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had an xray done in aug and xray showed the ins is flipped over so she wants to see if she is able to charge implant or what can be done next. Patient reported they were having trouble recharging ins.